Event description:
The manufacturer received a report from a customer that a trilogy ev300 ventilator failed a system setup test. Review of the system setup test documentation confirmed failure of the system leak verification: pressure drop over 10s test. The customer declined follow-up repair; therefore, no service documentation is available to identify the specific component(s) requiring replacement to address the issue. A final report is being submitted. If any additional information is received, a supplemental report will be filed.